Event description:
The pt received the ipg system on (B)(6) 2008. It was reported that communication could not be established with the pt programmer or charging system. It was also reported the pt had not used the scs system in several months as her pain was controlled by over-the-counter medication. On (B)(6) 2011, it was reported the hospital staff gave the sjm representative a biohazard bag containing the ipg for the pt advising that the pt requested the scs system be removed as it no longer covered her pain.

Manufacturer narrative:
Evaluation: results: the complaint could not be confirmed. As received, visual inspection revealed discoloration in the top septum. The bottom septum was missing the silicone lips. The top septum was also cored. The bottom connector block was loose. Instrumentation marks were observed on the header, can and silicone antenna cover. The ipg successfully communicated with a test standard patient programmer and charging system; however, a loose connector block and broken feed through wire were observed on channel 1. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.